Manufacturer narrative:
Physical inspection of the pump module showed no anomalies. Functional testing results showed the pump module delivering fluid within specification. The disposable set was not returned for investigation. The root cause of the reported overinfusion was not identified.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that the pump module was initially programmed to infuse propofol 1000 mg/100 ml at 3:06 am on (B)(6) 2017. At 2:30 pm on (B)(6) 2017 a flo stop open alarm occurred for 6 seconds. At 2:31 pm, the user restored and started the previous propofol infusion at 24.6 ml/hr. The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 50 mcg/kg/min. Proceed?¿ and the infusion was started. At 2:34 pm, the user paused the infusion and channeled the device off. At 2:36 pm, the user restored the previous infusion and then selected delay options. The user selected yes to the guardrails warning and then programmed a delay for 15 minutes. The device was then in standby mode. At 2:41 pm, the door was opened. The user then selected the device and selected delay options. The user selected yes to the guardrails warning and selected confirm, and the device remained in standby. At 2:47 pm, the user channeled the module off and it was removed from the system at 2:48 pm. The volume recorded as being infused during this period was 1.301 ml. The pump module and the disposable set were not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The event log cannot determine when the fluid container was changed. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that propofol was programmed at 55 mcg/kg/min, (24.6 ml/hr) at 1442. After 15-20 minutes, it was noticed that the 100 ml propofol bottle had only 30 ml volume left. The patient had significant changes in blood pressure for about an hour including a drop to 50/30, requiring vasopressor treatment (norepinephrine). There was no lasting harm.